Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 for a stroke and the insulin pump was exposed to magnetic fields during chest xray and 2 CT scans. The customer stated that during the hospitalization, the insulin pump was constantly alarming no delivery. The customer has had to change the set daily and alarm is recurring. No motor error alarms or motor position encoder error alarms were found in the alarm history. The insulin pump passed the displacement test. Blood glucose value at the time of the event is unknown; most resent reading was 210 mg/dl. Customer will monitor the insulin pump.